Event description:
It was reported that the patient wanted the vns device to be explanted due to voice hoarseness and device not working (lack of efficacy). The patient complained of hoarseness and feels like she is getting a sore throat at times, so she uses the magnet to turn it off. Settings were adjusted to help with the hoarseness follow-up with the physician reveals that the hoarseness and sore throat are related to vns stimulation. No causal or contributory programming or medication changes precede the onset of the events. No patient manipulation or trauma occur that is believed to have caused or contributed to events. No known surgical intervention have occurred to date.